Event description:
On (B)(6) 2013, customer states via phone that during a percutaneous nephrolithotomy the fluoro failed. The physician moved the (B)(6) male pt to another room to complete the procedure. No reported injury.

Manufacturer narrative:
When field service engineer (fse) arrived on site, the system was working. Fse troubleshot the reported error message and found blood and fluids in the tub. After housekeeping cleaned the blood, fse continued cleaning and inspecting the tub and found residue on the amp board for the image system. This was the reason for the misalignment error. Fse replaced the amp board due to contamination and checked system for proper operation according to service checklist qssrwi4.1 and system service manuals. Unit passed checkout procedures and was returned to service.